Manufacturer narrative:
Investigation: visual inspection: the first step of our investigation is the visual inspection. It can be seen that the intended perforation is missing at the distal end of the catheter. Results: first, we did a visual inspection. We found that the necessary perforation at the distal end of the ventricular catheter was not present. Our root cause analysis, led to incorrect manufacturing of the catheter by the supplier and we detected this case as a single case. This particular catheter was overseen in the incoming inspection. Fortunately, it was detected before implantation in accordance to the description given in the IFU. A CAPA has been initiated.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that there was an intra-operative issue with the shunt system. When the surgeon attempted to put the catheter into the patient's ventricle, it was noted that the end was solid, and the wire for puncture could not penetrate it. Due to this malfunction, the catheter could not be introduced into the ventricle. In order to proceed with the operation, the surgeon requested another shunt device to be opened and used instead. Additional information has been requested.